Event description:
It was reported that when the patient presented in clinic for a follow up, low impedance, high capture threshold and noise were noted on the rv lead. The lead was explanted and replaced. Patient was stable.

Manufacturer narrative:
Additional information: a partial lead with the distal tip measuring 48.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.